Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During implant, high impedance and capture threshold was observed. The lead was repositioned in an attempt to find stable values. The lead was explanted and replaced and the patient was in stable condition.